Event description:
The customer reported to olympus, the front panel was flashing preventing correct operation on the xenon light source. It is unknown when the issue was found. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.